Manufacturer narrative:
Concomitant product(s): a 694765 lead, implant date: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for right ventricular (rv) impedance not taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.